Manufacturer narrative:
Hill-rom initiated a field corrective action, internally known as "mod 414" which will replace the siderails with corrected units.

Event description:
Information received indicates the left siderail was not locking in the up position.